Event description:
It was reported that, during neutral position collection stage in a cori tka procedure, the system showed a warning collection error ¿the tibia knee center was collected proximal to the femur knee center¿. Then, the surgeon tried it again a few times but the same happened. They checked if tibia tracker is in tibia, femur tracker is in femur. Then, they open another new case for this case. However, the same problem occurred again. The surgeon decided to complete the case with manual instruments with a delay of fewer than 30 minutes. Also, the surgeon thought that it was more difficult to collect the hip center for this case. He can usually collect it straight forward and fast. However, he got an error more than 1.0 a few times in this case which had never happened before. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The screenshots of both cases were reviewed and confirmed the two reported collection errors in each case, ¿the tibia knee center was collected proximal to the femur knee center.¿ the picture submitted shows the femur and tibia trackers in the correct anatomical locations. A way in which this error can be generated is when the knee is hyper-flexed when taking the tibia knee center. The tibia knee center is the geometric center of the tibia, located in the middle of the footprint of the acl bundle. The femur knee center is the center of the femoral articulating surface. However, this does not appear to be the case per the submitted picture. A possible contributing factor could be that the femur had a lot of osteophytes that were not removed prior to point collection, or the knee was significantly deformed such that the knee center on the femur was very low and the center of the tibia was very high, resulting in a tibia knee center proximal to the femur knee center. Remove any prominent spurs or osteophytes prior to collecting range of motion and free collection data. The navio.log files of both cases were reviewed and confirmed multiple hip center collection errors. Refer to the real intelligence cori for knee arthroplasty user manual (500230) for instructions when calculating the hip center. When collecting the hip center, hip motion may cause data collection error. Keys to successful data collection include rotating the leg at the hip, in a slow, smooth movement, while collecting. It is important that the hip does not move significantly during rotation, because only the femur is tracked. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. The clinical/medical evaluation concluded: ¿per complaint details, the device malfunctioned with a collection error during use and the cori was abandoned for manual instrumentation. Based on the information provided, aside from the modified procedure no additional interventions were required, the event did not result in patient injury, and the patient status is reportedly normal; therefore, no further medical assessment is warranted at this time.¿ refer to the real intellignece cori for knee arthroplasty user manual for guidance to recover to a manual case in the event of a system failure. This situation is captured in the optimus risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.